Event description:
It was reported that the inflatable penile prosthesis (ipp) was not operating as expected. The physician heard a pop while inflating it and suspected a rupture. Upon explant, it was noted that the left cylinder had a hole. The device was removed and replaced. There were no patient complications.